Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 220904. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, (B)(4)units of material 301300/lot 220816 and a shelf carton for material 304000 were returned for evaluation by our quality team. No needles belonging to material 304000 were provided. During the manufacturing process, the packaging machine introduces the needle blister packages directly into the shelf carton; no manual process is involved. Material 301300/lot 220816 was packaged on machine 2103 from august 17-19th 2022 with no quality notifications (qn) identified. Material 304000/lot 220904 was packaged on machine 2101 from september 1-4th 2022. The products involved in this report were packaged on different machines eleven days apart. There were no qns found for either lot to indicate that any manipulation was done during the process that could have resulted in this issue. Based on the investigation results, we are unable to identify an exact manufacturing cause for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd microlance needle pouches contain a different syringe size than labeled on shelf box. The following information was provided by the initial reporter: short description wrong products in the package, please see attached pictures when did the incident occur? Before use wrong products in the package, it contains bd microlance 20g and it should be 30g.